Event description:
The user facility claimed that during multiple therapeutic laparoscopy procedures, light source became too hot, which caused the image to become very dark or completely lost, and had damaged their surgical telescopes. The procedures were reportedly completed with a non-olympus head lamp. There were no pt injuries reported. The user facility reported to have observed similar phenomena in previous procedures, but elected to reuse the device.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for investigation. The cause of the user's report cannot be conclusively determined at this time. If significant add'l info becomes available, a supplemental report will follow. This report is being filed as an MDR in an abundance of caution.